Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on (B)(6) 2026 and investigation completed on 21-jan-2026, this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed and no lot number specific information identified. Requests for lot specific information were sent to the customer but were unable to be provided. As a result, an investigation was completed at the product family level (medtronic extended) and malfunction type (occlusion issue). See attachment medtronic extended occlusion complaint closure investigation for more information. Corrective and preventive action (CAPA) plan determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2024. The blood glucose level reached 314 mg/dl. Patient also had symptoms of vomiting. No further information available.